Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor sample reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. The batch review cannot be performed since there was no lot number provided. If additional information or samples become available, a follow-up report will be submitted.

Event description:
The customer reported to baxter corporate product surveillance about an on-going issue regarding the clearlink continu-flo solution set, in which the upper y-site would not allow flow. An unknown secondary set was hooked into the upper y-site of the primary and there was no flow. A flogard 6201 pump was used with the primary set; and the customer confirmed that the label copy instructions were followed. This condition occurred an unknown number of times, and is not specific to a medication that was infused. There was no patient injury or medical intervention necessary. No additional information is available.